Manufacturer narrative:
(B)(6) hospital.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 30mm in length, eccentric, de novo target lesion containing >45 and <90 degrees bend was located in the moderately tortuous and severely calcified, 2.75mm in diameter right coronary artery. Following pre-dilation with a 2.75x15 nc emerge balloon catheter, a 32 x 2.75 rebel stent was advanced for treatment, but was unable to cross the lesion. The device was removed and the tip of the stent itself was found deformed. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.